Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set's cannula was slightly pulled off but was still attached to her body due to which she experienced high blood glucose level. Therefore, they tried to treat it with multiple daily injection, but on (B)(6) 2022, the patient went to the emergency room and was subsequently hospitalized due to high blood glucose level after staying for three and a half days in the emergency room. Her highest blood glucose level was 657 mg/dl. Moreover, the infusion set had been used for two and a half days. She had high ketone level which her healthcare professional assessed as dangerous/life threatening. Further, the patient was transferred to the intensive care unit. During hospitalization, she received fluids of saline, insulin, and unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue. On (B)(6) 2022, the patient was released from the hospital with no permanent damage. No further information available.